Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer was found to have disconnected during patient use. The reporter stated that they were having trouble with their extension sets since it was not connecting correctly or coming unconnected. There was no patient harm reported.

Manufacturer narrative:
The complaint on the 12514-01 device could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were found that would have led to the reported complaint. Additional/updated information can be found in b5, d9, d10, e4 and h6.

Event description:
Additional information was received stating that patient (B)(6) was involved in the event. It was also stated that they were not able to inject correct amount of contrast and the nurse assured that the connector was hooked up properly and tight. There was patient involvement, no human harm or adverse event and no delay in therapy reported.